Event description:
The facility representative reported a device with a condition of "will not allow channel a to be programmed. Interprets channel a select key as decimal point." It is unknown when this condition occurred. There was no pt injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.04.00 that is categorized as unremediated. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "will not allow channel a to be programmed. Interprets channel a select key as decimal point" was not confirmed during product evaluation. Inspection of this pump revealed the condition could not be duplicated. The pump was retested and returned to customer within specification. This issue is currently being investigated under CAPA.